Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely decreased alinity c co2 generated from alinity c processing module and provided the following data for a 34-year-old male patient on (B)(6) 2026: customer bicarb/co2 reference interval - 22 to 32 mmol/l. Sample (B)(6) alinity bicarbonate =12 mmol/l (B)(6), 13 mmol/l (B)(6) & 13 mmol/l (B)(6) , radiometer abl 800= 25.4mmol/l, lipaemic index=2.94, triglyceride= 31.64mmol/l . For sample (B)(6) (same patient different sample) alinity bicarbonate= 13mmol/l (B)(6), abl 800= 26.6 mmol/l, lipaemic index=3.40. Patient information: ICU admitting diagnosis of pyrexia of unknown origin the customer reported that they amended the co2 results and it was reported that there was no known adverse impact to the patient. There was no reported impact to patient management.

Event description:
The customer reported falsely decreased alinity c co2 generated from alinity c processing module and provided the following data for a 34-year-old male patient on (B)(6) 2026: customer bicarb/co2 reference interval - 22 to 32 mmol/l. Sample (B)(6) alinity bicarbonate =12 mmol/l (B)(6), 13 mmol/l (B)(6) & 13 mmol/l (B)(6). Radiometer abl 800= 25.4mmol/l lipaemic index=2.94 triglyceride= 31.64mmol/l . For sample (B)(6) (same patient different sample) alinity bicarbonate= 13mmol/l (B)(6) abl 800= 26.6 mmol/l lipaemic index=3.40. Patient information: ICU admitting diagnosis of pyrexia of unknown origin the customer reported that they amended the co2 results and it was reported that there was no known adverse impact to the patient. There was no reported impact to patient management.

Manufacturer narrative:
Additional information in d10 - concomitant product data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity c carbon dioxide reagent did not identify any trends related to the complaint issue. Additionally, no trends were identified for the complaint list and complaint lot number. Device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot number. The overall performance of the alinity c carbon dioxide assay in the field was reviewed using data gathered from customers worldwide. The patient median result for lot 68444uq06 is within the established control limits, no unusual reagent lot performance was identified for the lot, indicating that the lot is performing acceptably in the field. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c carbon dioxide reagent lot 68444uq06 was identified.